Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/13/2018 and strip open date is 3+ months. Strip storage is in bedroom. Reviewed meter memory: 1: 118mg/dl (B)(6) 2016 07:00:00 am fasting: yes. Memory concerns: customer is only concerned with the one result 118mg/dl (B)(6) 2016 7:00am fasting customer is currently taking metformin to manage diabetes. Customer stated they performed a blood test on (B)(6) 2016 at 7:00am fasting and received a result of 118mg/dl. The customer stated the next day (B)(6) 2016 at 7:00am fasting they had a lab test done and the result was 200mg/dl. The customer stated their expected glucose levels are between 90-118mg/dl fasting.